Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a disassociated screw and rod were removed. Revision surgery took place (B)(6) 2018. (Related to 3004774118-2018-00071).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Subject devices were returned, visually and microscopically inspected. Signs of use were evident throughout the length of each rod and on each screw. No markings were found to indicate the disengagement of a screw through axial slip or lateral expulsion. A definitive root cause of the reported issue could not be ascertained.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a patient was revised due to disassociated screw and rod were removed. Revision surgery took place (B)(6) 2018. (Related to 3004774118-2018-00071).